Event description:
It was reported a patient presented not feeling great with bradycardia. Their implantable cardioverter defibrillator (ICD) presented with premature battery depletion and was unable to be interrogated. The ICD was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported field event of failure to communicate was confirmed in the lab. The cause of the bletelemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
New information received indicated that during the last week of (B)(6) 2023, the patient experienced shortness of breath, dizziness, and tiredness with slight pressure on the chest. It lasted for three weeks until the patient was seen by the physician.